Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided. Visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies, during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records, identified findings of the reported issues: spinal anesthesia, ebl 100ml, posterolateral approach, large amount of metallosis seen throughout the soft tissues around the hip extending distally and into the hip joint. The anterior and posterior capsules were both destroyed from metal debris, 50% of the abductor muscle was destroyed, femoral head removed, trunnion intact, acetabular component well preserved and intact. ¿both femoral component and acetabular component were not loose¿, mechanical loosening of internal left hip prosthesis, metallosis with debridement and no intra-operative complications/events. The reported issue was confirmed, via medical records. However, the event is related to the cup/head interaction and not the stem. The stem component is not loose and well preserved as noted. A definitive root cause cannot be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00210 0001825034 - 2024 - 00206 0001825034 - 2024 - 00207. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left hip revision approximately fourteen years post implantation due to mechanical loosening and metallosis. During the revision surgery, a large amount of metallosis was encountered throughout the soft tissues and hip joint, along with destruction of the anterior capsule, posterior capsule, and abductor muscle. Both the femoral component and the acetabular component were found not loose. The stem and cup remained implanted. The head and taper adapter were explanted. A new head, liner, and taper adapter were implanted. Attempts have been made and no further information has been provided.